Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient said the device does not seem to be working. Patient said they turned the device off for a couple days because they had a bunch of imaging they needed to do and it was easier to leave it off. Patient then went to turn the device back on and started getting an error code that they had never seen before. Patient was on program 5 at 2.1 and when they tried to increase the setting they got the message that the system was operating at maximum settings and therapy could not be increased. Agent asked if patient had any recent falls, trauma or change in activity and patient said no. Patient tried program 1 and got the system operating at max settings message at 0.4. Patient changed to program 2 and was able to increase to 1.8 and felt stimulation. The patient was redirected to their healthcare provider to further address the issue.